Manufacturer narrative:
Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that farawave ablation catheter was selected for an atrial fibrillation ablation procedure. The physician was removing the ablation catheter from the versa cross sheath when it was noticed a clear thread-like plastic hanging out of the hub. It was pulled and a long piece of it came out. Procedure and device outcome were unknown. No patient complication was reported. No indication if device is returning. Report # (B)(4).